Event description:
It was reported that when an asymptomatic patient presented in the clinic during follow up, nonsustained lead noise episode due to post-paced t-wave oversensing was observed. The patient did not receive any therapy due to the oversensing. The device was reprogrammed successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.